Manufacturer narrative:
Section a2: patient age was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a possible thrombus in the outflow cannula. Log file review was requested which did not contain attributes which would indicate the presence of thrombus. No other unusual events were noted.